Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00696 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 3 of 3 it was reported that during use with the bd phoenix¿ m50 automated microbiology system, e. Coli was misidentified as citrobacter spp. There was no report of patient impact. The following information was provided by the initial reporter: phoenix m50 nid misidentification; nid results incongruent with colony morphology and vitek gn (initial phoenix ID: citrobacter spp, actual ID: e.coli) corrected report, customer reported citrobacter when isolate was e.coli; no change in patient treatment.

Event description:
Report 3 of 3 it was reported that during use with the bd phoenix¿ m50 automated microbiology system, e. Coli was misidentified as citrobacter spp. There was no report of patient impact. The following information was provided by the initial reporter: phoenix m50 nid misidentification; nid results incongruent with colony morphology and vitek gn (initial phoenix ID: citrobacter spp, actual ID: e.coli) corrected report, customer reported citrobacter when isolate was e.coli; no change in patient treatment.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.